Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the prograsp forceps had a frayed cable. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. No damage was noted. The surgeon was manipulating light gyn tissue. The instrument was in use for 2 to 3 minutes. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The customer did not notice if the instrument collided with any other instruments or hard material during the procedure. The fragment did not fall inside the patient during an instrument tip/accessory collision. The instrument was not removed during the procedure prior to breakage. The surgical staff did not feel any resistance upon removal of the instrument through the camera. The wrist was straightened during final instrument removal and no damage was noted to the cannula or the instrument. The fragment did not fall inside of the patient; it was checked visually and with x-ray. No additional surgical procedure was required to remove the fragment. The procedure was completed robotically. The customer is not aware if the patient returned to the hospital due to experiencing any post-surgical complication related to a foreign object. There are no photographic images or videos of the procedure available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to the instrument was found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.